Manufacturer narrative:
Physio-control evaluated the customer's device and verified the error was logged in the device's memory. Physio-control cleared the device's error log. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a message of, "abnormal energy delivery" during testing. As a result, the incorrect defibrillation therapy may be delivered to a patient, if it was needed. There was no report of patient use associated with the reported event.